Manufacturer narrative:
Technician found intermittent bed function from both siderails. All functions affected. Errors 30-35, 36 & 20-33, 34, 49. Found corrosion on both ucm bd connectors. Bed in shop.

Event description:
Complaint alleged intermittent bed function from both siderails. All functions affected.